Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event which was manifested by fever, abdominal pain and cloudy fluid . The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an intraperitoneal (ip) injection of vancomycin (1 gram start dose) and ip injection of meropenem ( 1 gram, once daily). On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event and antibiotic therapy was discontinued. Dianeal therapy was ongoing. No additional information was available.